Event description:
It was reported that this right ventricular (rv) lead of the episode showed an atrial sensed event immediately followed by a ventricular sensed event, with a subsequent ventricular depolarization detected on the shock channel and classified as a ventricular fibrillation (vf). A chest x-ray was requested to further evaluate the system. Increasing the sensitivity setting was discussed as a potential option, pending assessment of the far-field signal amplitude. The lead remains in service. No adverse patient effects were reported.